Event description:
It was reported that "the flow rate and bolus were too high". There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a swollen dso seal, and a scratched lcd lens. Functional testing was able to verify and duplicate the reported issue. It was determined that the expulsor was the root cause. The expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.